Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. An assessment was performed on the device which found that the swivel spun 360 degrees, and the console displayed an e2 error code. Therefore, the reported conditions were confirmed. The assignable root cause was determined to be misuse over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a partial knee replacement (nkr) surgical procedure on a cadaver, it was discovered that the motor device spun all the way around. The reporter further clarified that the burr stopped spinning during a femur cut and an e2 error occurred. The reporter indicated that an available spare device and delay to the procedure were not applicable. There were no patient or user injuries reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.